Event description:
Health care professional (hcp) reported twenty-two incidents of cracked headers on reused dialyzers found during pt use. Per the health care professional, no med intervention or pt injury associated with this report.